Manufacturer narrative:
No sample or lot number information was provided for evaluation. A warning statement in the instructions for use specifies that surgical removal may be necessary if the drain is difficult to remove or breaks. Additional cautions include: avoid suturing through drain; drains should lie flat and in line with the skin exit path; particular care should be taken to avoid any obstacles to the drain exit path; drains should be checked for free motion during closure to minimize the possibility of breakage; drain removal should be done gently by hand; drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain; (B)(4).

Event description:
Reference uf report number: (B)(4).